Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) study, the patient underwent a percutaneous transluminal angioplasty (pta) on (B)(6) 2013 where a smart stent was implanted without any issues to the right distal superficial femoral artery (sfa). The lesion was heavily calcified and the rate of stenosis was 55-99%. On (B)(6) 2014, restenosis was found. The patient underwent a revascularization by pta (poba). The patient partially recovered. The case number is (B)(4). Additional information indicated that the patient¿s medical history and concomitant medications are unknown. There were no other events reported. The product remains implanted in the patient and thus is not available for evaluation. A device history record review was performed and showed that the lot of product met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Rates are higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. There is no information to suggest that there is a design or manufacturing related issue, therefore, no corrective action will be taken.

Manufacturer narrative:
(B)(6). Additional information indicated that the patient¿s medical history and concomitant medications are unknown. There were no other events reported.

Event description:
As reported by the smart pms for (B)(4) study, the patient underwent a percutaneous transluminal angioplasty (pta) on (B)(6) 2013 where a smart stent was implanted without any issues to the right distal superficial femoral artery (sfa). The lesion was heavily calcified and the rate of stenosis was 55-99%. On (B)(6) 2014, restenosis was found. The patient underwent a revascularization by pta (poba). The patient partially recovered. (B)(4).

Manufacturer narrative:
(B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.